Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(6), diabetes educator reported a hospitalization due to low blood glucose. Customer was admitted with a blood glucose reading of 29 mg/dl. Customer wanted to confirm the programmed settings. Nothing further reported.